Event description:
Low impedance. Lifetime minimum less than 100 ohms" lead manufactured by st. Jude case: (B)(4) / sr (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).